Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up in clinic, post-paced t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic and did not receive any therapy during the oversensing. Programming changes were made during the visit. Patient will continue to be monitored.